Event description:
It was reported that complete heart block (chb) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was used in conjunction with a non-boston scientific (bsc) trans-septal puncture (tsp) device. When the physician dropped down septum from the superior vena cava to the fossa ovalis, the atrioventricular node was temporarily traumatized, causing chb. External pacing, cardiopulmonary resuscitation and placement of a quad catheter into the right ventricle for temporary pacing took place. After 3-4 minutes, normal rhythm resumed. The physician believes the non-bsc tsp device caused the chb and no watchman products caused the chb. The procedure continued with successful implant of a watchman closure device.